Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID m995402a001 lot# serial#(B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there were no circumstances that led to the therapy shutting off. It had happened in the middle of the night when the patient was sleeping or during the day, the machine was always charged to over 60%. The patient took the battery pack out and restarted. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned for at least the past 5 months or so, the battery pack in the controller had been depleting quicker than expected. Pt said recently, they had plugged the controller into the ac power supply at night with the green light blinking, but when they checked the controller in the morning, the controller was still depleted. Pt said, when they plugged the controller in at night, the controller was still charged at a "good level," but when they checked the controller in the morning, the controller charge was depleted even though the controller had been plugged in all night. Pt said the most the controller would hold a charge was for 5 hours. In addition, the pt said the therapy would also shut off by itself and their hand would hurt because the spinal cord stimulator(scs) was for their arm and the therapy being off made their hand hurt for at least the past 5 months. Pt also said their controller kept on "shutting off". Pt made their manufacturer representative (rep)  aware of the issue at least 5 months ago (pt also said a "couple of months ago") and said they were told to reset the controller. Pt called the rep again and they had them click the white stimulation on/off button on top of the controller to get their therapy back on when the therapy turned off by itself. A replacement controller and battery pack were sent out.